Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was repositioned several times due to poor sensing and loss of capture. The lp was removed and a different lp was used to complete the procedure. The patient was discharged following the procedure.